Manufacturer narrative:
H10: the service engineer (se) evaluated the device and was able to duplicate the reported issue. It was reported that the device consistently alarmed and displayed the error message while running. The se then reviewed the event log, and also confirmed that the error code was documented. The se noted that the speaker #2 assembly was replaced to resolve the issue.

Manufacturer narrative:
H10: the customer reported that there was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed error code 1102 (1102 (post) check vent: primary alarm failed). It was unknown how the issue was found. No patient or user harm reported.

Manufacturer narrative:
The suspected speaker assembly was returned to philips for evaluation. The technician documented the following conclusion/root cause, "the product investigation lab (pil) has verified by a temporary install of the suspect speaker onto the pil standard test bed (stb) and noted that there was an alarm for check vent: primary alarm failed with repeat of e1102 error code during the diagnostic portion of the stb operation. In addition, pil tech verified that the speaker failed pin to pin testing. The failure of this returned speaker is due to an open resistance noted from pin to pin on the speaker. The pil could conclude that the returned speaker is faulty."